Event description:
It was reported that the patient, with an inflatable penile prosthesis (ipp), presented with pain. Surgical intervention was performed to reposition and adjust the length of the ipp cylinders. There were no additional patient complications reported.